Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation prior to an av nodal ablation procedure, loss of capture was noted on the right ventricular lead. Lead dislodgement was suspected. A chest x-ray revealed that the rv lead was in a similar location as of original implant. During repositioning the lead, the helix would not retract. The lead was explanted and replaced successfully. Patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.